Event description:
It was reported that this pacemaker exhibited oversensing of atrial signals on the ventricular channel resulting in inappropriately stored non sustained ventricular tachycardia episodes and pacing inhibition. The involved right ventricular (rv) lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.